Event description:
It was reported by repair work order that the fowler would not lay in the flat position due to a bent weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion : waiting on po.

Manufacturer narrative:
Follow-up submitted to report the technician evaluated the unit and provided a quote for the customer. The customer did not request repair; however, when the technician returned to the account to repair the unit no issues were found with the fowler.

Event description:
It was reported by repair work order that the fowler would not lay in the flat position due to a bent weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.